Manufacturer narrative:
A trumpf medical service technician inspected the surgical light system and found the spring arm partially dislodged from the center axis arm. 1 washer was removed, the snap ring was replaced, and the light functioned as designed. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the circlip in this joint can result in the slipping down or falling of the spring arm and light head components. Based on this information, no further action is required.

Event description:
A customer reported that the spring arm was coming loose on a trumpf medical surgical light system. An inspection of the device revealed the improper install of 2 washers below the snap ring, where there should only be 1. The additional washer hindered the snap ring from securing the spring arm in place. No injuries were reported.